Manufacturer narrative:
Eyes rolling.

Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio2 meter was powering off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2018 at 1:30pm. The patient manages her diabetes using insulin, 5 units morning and night (brand not provided) and reportedly continued with her usual management routine after the alleged issue began. The patient claimed experiencing symptoms of ¿passed out¿, ¿can¿t talk anymore¿ and ¿eyes rolling¿ approximately 5 minutes after the alleged issue began and was reportedly taken to the emergency room (ER) where her blood was measured using an ER meter both whilst she was passed out as well as when she wakened at 4pm (readings not provided). The patient claimed she received hcp treatment of ¿perfusions¿ although she did not know what they were; she was kept in hospital overnight and discharged the following day. At the time of troubleshooting, the csr determined that it was not the first use of the product and no indication of misuse. The csr noted that the batteries did not need to be replaced and educated the patient on the meter¿s auto shut-off behavior. Additionally, the patient reported using out of date test strips. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.